Event description:
Customer reported the IV tubing separated when changing the IV bag. No pt harm or medical intervention occurred. No further pt/event info was provided.

Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. A f/u report will be submitted with investigation results should the affected product be received for eval.